Event description:
During the receipt and inspection of the returned device, it was observed that the bronchovideoscope had horizontal lines and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Upon the receipt and inspection of the returned device, it was discovered that there was image noise/no image. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.